Event description:
It was reported that the pump began burning/melting and also smoking. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customers blood glucose level. Reportedly, customer will continue to use current pump and has manual insulin therapy to revert to.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.